Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced the communication bus module controller board and drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer 6 failed to open, which prevented the user from removing medication for a patient. The customer stated that there was a delay in patient care while removing medications, but no patient harm reported. There were no adverse events or injuries reported based on this event.